Event description:
It was reported the customer was hospitalized for high blood glucose. The customer stated the pump continued to alarm no delivery. Customer ran a self test and pump passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.